Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the belt connector was damaged. The cause for the failure was the damaged belt connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.